Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on button/keypad trace. No moisture damage noted on electronic or motor.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 247 mg/dl at the time of incident. The insulin pump was returned for analysis.